Event description:
The reporter indicated the surgeon implanted a 13.7mm micl13.7 implantable collamer lens in the patient's left eye (os) in (B)(6), 2014. The reporter indicated the size of the lens was too big and the anterior chamber was shallow. The intraocular pressure was a problem and a 2nd peripheral iridectomy was performed. The patient experienced some discomfort. The lens will be explanted and exchanged for a shorter lens. Additional information has been requested but none has been forthcoming. If additional information is received, a supplemental medwatch report will be submitted.

Manufacturer narrative:
Per medical review - most likely the micl lens sizing error caused the excessive lens vaulting and consequent iop spike associated with narrow angle. According to fmea (failure modes and effect analysis) it has been determined that excessive vaulting was a consequence of wrong lens use which include the following: improper white to white measurement, variability of the white to white measurement based upon different techniques, poor correlation of white to white measurement and length of ciliary sulcus in a individual case, irregular ciliary sulcus or ciliary sulcus cyst and improper lens label. Based on the complaint history, work order search and the medical review, a probable root cause of excessive vaulting has been determined to be related to the inaccuracy of the white to white measurement or a mismatch between white to white and the sulcus to sulcus diameter. (B)(4).

Event description:
Additional information received - the patient's post-op best-corrected visual acuity was 20/20. The exchange of the lens to a shorter lens resolved the problem.

Manufacturer narrative:
Pt age and weight: unk. Event date: unk. Expiration date - unk. Explant date: unk. (B)(4). Device evaluated by manufacturer? No. Lens not returned. (B)(4).

Manufacturer narrative:
(B)(4). Method: work order search. Results: a lens work order search was performed and no similar complaints were found within the work order. Conclusions: based on the complaint history and work order search, a specific root cause of the event could not be determined. (B)(4).

Event description:
Additional information received - the facility reported the lens was implanted on (B)(6) 2014. The lens was explanted on (B)(6) 2015 due to excessive vaulting. The lens was exchanged for a shorter lens.

Manufacturer narrative:
A review of the device history record was performed and nothing was found in the manufacturing and packaging processes of this lens that could be identified as the root cause of the complaint. The lens sizing error most likely caused the excessive lens vaulting. (B)(4).